Event description:
Information received by medtronic indicated that the customer reported the leak in the reservoir during rotation and swapping. Troubleshooting was performed and the customer stated the leak occurred during normal use and the leak past the second o ring and ring deformed in a u shape. No harm requiring medical intervention was reported. It was unknown whether the customer will continue using the reservoir. The reservoir will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.